Event description:
Journal article reports a study identified two patients with increased iop and corneal clouding one day post-op cataract surgery. The study used healon and viscoat viscoelastics and trypan blue dye during surgery. The dye was injected to visualize the anterior capsular incision for hypermature cataracts. Paracentesis was performed one day post-op. The patients recovered without sequelae. This is the second of two medwatch rpeorts being filed for this journal article.